Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported, that her infusion device was beeping continuously and "2.01" with four dashes was displayed. The pt stated, her power pack was "probably" over two weeks old because, she has not been changing the power pack every 2 weeks as instructed by the recall. The pt stated, she was aware of the recall and she was educated on the importance of changing the power pack every 2 weeks. The pt was not at home at the time of the report and she did not have a new power pack to insert into her infusion device. She stated, she would change the power pack when she returned home. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.